Event description:
A report was rec'd that a pt experienced itching and burning after a urology procedure. Cystoscope used was cleaned and disinfected appropriately. The scope was precleaned with an enzyme cleaner and disinfected in cidex opa for 12 minutes followed by flushing with a syringe and air drying. The customer stated that te lot number is unk but the solution used was within its expiration date. Add'l info rec'd stated that the reaction occurred with not just one pt but with all their pts - no number was provided. The reactions lasted about 3-5 days. The pts were treated with pyridium. The facility changed to cidex plus and no further problems have been reported.

Manufacturer narrative:
Asp investigation summary: the investigation included complaint trending by problem code, and failure mode and effects analysis. A lot number was not provided, therefore a batch review cannot be performed. A review of the dpmo (defects per million opportunities) for "hr-allergic symptoms" and "hr-procedure related" for the cidex opa product line ((B)(4) 2009 through (B)(4) 2010) was retrieved. The overall trend has been below the ucl (upper control limit). The cidex opa fmea (failure mode and effects analysis) was reviewed for risk associated with bladder irritation. Inadequate rinsing of devices was identified as a potential cause and the rpn (risk score) was below the threshold of 100. The cidex opa solution IFU (instructions for use) states that cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. It should also not be used to process instrumentation for patients with known sensitivity to cidex opa solution or any of its components. The use of cidex opa solution with semi-critical devices must be part of a validated rinsing procedure as provided by the device manufacturer. The initial reporter indicated that all patients undergoing this procedure at their facility experienced itching and burning. No further details were provided. Thus, there is a possibility that the reported event was triggered by a similar medical history and/or diagnosis among these patients. Asp's medical safety specialist reviewed the complaint and believed that the event was possibly procedure related. However, based on the limited information provided, a conclusion cannot be drawn. Asp will continue to track and trend this issue.